Event description:
The pt's family member contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt's family member the next day. The family member usually gives the pt 30 units of 70/30 insulin each morning. Family member tests the pt's blood glucose level each evening. If the result is greater than 120 mg/dl, family member gives the pt 10 units of regular insulin. In addition to diabetes, the pt is being treated for a fungal foot infection and has been taking antibiotics for several days. Five days ago, a result of 210 mg/dl was obtained on the reported meter around 6:00 or 7:00 pm. The family member gave the pt 10 units of regular insulin based on the meter result. At 12:30 am, the pt was thrashing and calling out in bed. The family member called emt. Emt obtained a result on their meter of 47 mg/dl. A test was not done on the reported meter. The pt was disoriented and combative. Emt was unable to start an IV or give pt oral glucose. Pt was transported to ER. A result "close to 47" was obtained in the ER. The pt was treated with IV glucose and given food to eat. Pt was discharged to home at 4:30 am. Pt final blood glucose level in the ER was 283 mg/dl. A result of 323 mg/dl was obtained on the reported meter at 8:00am. The family member gave the pt 20 units of 70/30 insulin instead of the usual 30 unit dose because the doctor had told pt to keep the pt's blood glucose around 200 mg/dl for a couple days. The pt went to adult day-care. In the afternoon, pt passed out and was taken to ER by the day care transport. A result of 37 mg/dl was obtained on the ER meter. The pt was admitted to the hospital for 3 days, and then discharged to home. The customer care representative (ccr) discovered that the family member was applying blood to the test strip incorrectly and the meter was not coded with the correct test strip calibration code, which can cause inaccurate results. The ccr walked the family member through a control solution test, which fell within the specified control solution range. It is likely that the family member based the pt's insulin dosage on inaccurate meter readings resulting from incorrect use of the product. The pt had 2 episodes of hypoglycemia following insulin administration based on the meter readings. In both cases, hypoglycemia occurred near peak action time of the insulin given. There is an indication that the product contributed to the pt experiencing injury and medical intervention. The event meets the criteria for a medical device reportable as an adverse event. Based on the passed quality control test, there is no indication that the product malfunctioned. No products were replaced.